Event description:
Approximately 8 months previously, patient had sustained a mid shaft fracture of the femur in a traumatic event. Femur was repaired with stryker gamma nail system. Patient continued to have pain and nonunion. A follow-up x-ray in august of 2012 revealed a possible fracture of the distal locking screw and persistent fracture lucency. The patient returned to have the locking screws removed for dynamization and augmentation of bone healing of the nonunion site. The inferior screw was noted to be broken within the nail. The broken screw had extension to the medial cortex of the distal femur, so a 2 mm k-wire was used to tap it out on the lateral side which was then retrieved through a separate medial incision. There were no complications on removal.